Manufacturer narrative:
On 1/30/2024, the following additional information was reported: fsa reports the patient underwent an angiogram on (B)(6) 2024. Physician did not observe any endoleak, therefore no reintervention surgery shall be performed. No further issues were noted. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2024-02989 was submitted in error and is hereby retracted.

Event description:
On (B)(6) 2021, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm, utilizing gore® excluder® aaa endoprosthesis. On (B)(6) 2023, physician called the fsa reporting imaging scans were reviewed for this patient which showed a proximal type 1 endoleak that will need reintervention surgery. Fsa reports physician will have an appointment with the patient at a later time to discuss the reintervention surgical plan. Physician believes this endoleak is a result of disease progression.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6 code f12-used to capture explant surgery that is recommended by the physician, but still pending to be scheduled. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.